Manufacturer narrative:
The reported events were failure to capture and a guidewire insertion issue. As received, a complete lead was returned for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a guidewire insertion issue was confirmed. Visual and x-ray inspection of the lead noted the coil was compressed / damaged in the middle region of the lead consistent with procedural damage. The cause of the reported event was isolated to the damaged coil.

Event description:
It was reported that during initial procedure, the guidewire could not be removed from the left ventricular (lv) lead. Loss of capture was also noted on the lv lead. The physician elected to use another lead. The patient was stable.